Event description:
Materials#: unknown batch#: unknown it was reported by the customer that chemo leaked onto floor during infusion. Phaseal noted to be tight but tubing leaking at phaseal site. It is unclear if leak occurred from phaseal or hole in tubing directly above phaseal location. Verbatim: rcc received a complaint via email. Email(s) attached. Chemo leaked onto floor during infusion. Phaseal noted to be tight but tubing leaking at phaseal site. It is unclear if leak occurred from phaseal or hole in tubing directly above phaseal location.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Follow up MDR for correction. Aware date updated to 19jan2024.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials#: unknown batch#: unknown. It was reported by the customer that chemo leaked onto floor during infusion. Phaseal noted to be tight but tubing leaking at phaseal site. It is unclear if leak occurred from phaseal or hole in tubing directly above phaseal location. Verbatim: rcc received a complaint via email. Chemo leaked onto floor during infusion. Phaseal noted to be tight but tubing leaking at phaseal site. It is unclear if leak occurred from phaseal or hole in tubing directly above phaseal location.